Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided necessary information. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with instructions to call back if the issue reappears.